Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized on (B)(6) 2021 due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was 700 mg/dl. Customer was treated with insulin drip and manual injections. Customer stated symptoms related to high blood glucose that were weakness, tiredness and had trouble breathing. The insulin pump will not be returned for the further analysis.